Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was rec'd from the USA stating that the device had a broken gauge. The device was not being used during surgery. It is unknown if injury or medical intervention reported. The date of the event is unknown. There was no add'l info provided.